Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that at the time of impedance check it was found that the number 2 electrode was out of range. Programming was done to exclude that electrode and satisfactory analgesia was recaptured. The cause of the high impedance has not yet been discovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID: 3778-45, serial# (B)(4), product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for other non-malignant pain and other chronic/intractable pain of the trunk/limbs. On (B)(6) 2013, the patient reported unsatisfactory analgesia. Device interrogation/device data showed the number two electrode was out of range (the impedance was greater than 10,000 ohms). The entire system was reprogrammed and the event resolved without sequelae on (B)(6) 2013. The event was related to the device or therapy and was not related to the implant procedure.